Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further noted from information obtained from follow-up with the clinic that the right ventricular (rv) lead was reprogrammed, later revised, and remains in use.

Event description:
It was reported that the patient fell and broke several bones and spent some time in a nursing home. Over the course of a few weeks post-fall, two non-sustained ventricular tachycardia episodes were recorded which appeared to be oversensing noise from the right ventricular (rv) lead. It was queried if they could be due to use of a transcutaneous electrical nerve stimulation (tens) unit. After being discharged home, the patient had a lightheaded episode where they fell backwards but were not injured. Review of electrograms (egm) from a remote transmission indicated that the rv lead was undersensing. The number of short ventricular intervals was noted to be increasing. There appeared to be noise on the rv channel causing a failure to pace and there appeared to be pause episodes on the left ventricular channel due to the reported oversensing of noise. The last capture threshold measurement was noted to be high. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5086mri52 lead implanted (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.